Event description:
Int'l. (B)(6) complaint received reporting leakage issues with use of ch2000s-c, spinning spiros close male luer, red cap. The report states during preparation/set-ups "the spiros leaks." There was no patient involvement or adverse operator consequences reported.

Manufacturer narrative:
Device return: one (1) used ch2000s-c, spinning spiros mated/attached to a 1 ml syringe. Visual analysis (pre & post decontamination) was performed. The results recorded during decontamination flushing the spiros was observed to leak once pressurized. Engineering evaluations: the returned spiros was examined and evaluated microscopically. The results recorded the connectors o-ring was displaced and not seated correctly. This condition caused the leakage. Continuous improvement initiatives. As an interim measure, 100% leak testing at the assembly site was implemented. Detailed analysis of the involved component manufacturing and assembly processes which included equipment, inspections and work instructions was performed. The engineering team identified several improvements focusing on the press, test operations and welder station processing sequences. The automated assembly process now has a sensor that 100% verifies the presence and proper placement of the componentry (o-ring on the female luer). The work flows were modified, additional detailed assembly instructions were implemented and affected employee training was performed. Current build refects these improvements. Findings: engineering evaluation of the returned ch20000s-c spiros confirmed the reported leakage issue. The root cause of the problem was attributable to the mfg. Process. This report and the associated information have been entered in our complaint database for continual monitoring and trending.